Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic biliary stent implantation procedure in the hepatic portal, performed on (B)(6) 2022. During the procedure, there was difficulty in deploying the stent. When the stent was successfully deployed, it was noticed that the guide catheter was detached. The broken guide catheter was removed using a pair of grasping forceps and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The returned advanx-naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was detached and kinked, due to this condition the functionality of the device was affected and suggest that it did not work as intended. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it was reported that the failure mode was observed during the procedure. It is possible that due to the manipulation or technique used at the time of interacting with the device, along with the patient's tortuosity or anatomical conditions could have affected the functionality of the device by bending the catheter guide, this could have caused the catheter to get stuck at the time when the cable was tried to deploy the stent, this resistance caused the detachment of the catheter guide. The detachment of the catheter seen under microscope suggests that there was an excess of force. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.